Event description:
The customer reportedly had a bg result of 172mg/dl on the professional meter in comparison to the accu-chek advantage system result of 372mg/dl. The results were obtained within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.